Event description:
It was reported that during the implant attempt, it was not possible to fully insert the right ventricular (rv) lead pin into the device initially. The set screw was readjusted, and the pin was fully inserted. When the device was inserted into the pocket, occasional missed beats were noted, and it appeared that the device was oversensing, which could be reproduced through pocket manipulation. The lead was tested through the analyzer, and tested fine. The device was not used, and a new device was implanted. No sensing issues were seen with the new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The grommet was found to be damaged.